Event description:
It was reported that the patient faced component defect issue on (B)(6) 2026. The patient reported that the infusion set was not deployed properly from the applicator, believes it came out of the housing while they were prepping the cannula and caused the leakage due to bent cannula. The patient experienced high blood glucose levels upto 401 mg/dl and patient resolved by adjusted the settings and observed for 90 minutes then reconnected the infusion set and resumed the insulin delivery.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.